Event description:
A report was received that the patient was having frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information received that ipg was not holding a charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.